Event description:
Procedure: lap chole. Reportedly, the initial clips were scissoring and had to be removed causing minor trauma to the hepatic artery. Procedure converted to open and completed. No further patient injury reported.